Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus involved with this complaint to perform failure analysis (fa) testing; however, fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30° endoscope plus will not rotate, or at times will rotate itself without prompting. When rotation is initiated to 30 up/30 down from the surgeon's console, the camera head will either get stuck or continue rotating past the 180 degrees. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: during a robotic surgical case, the surgeon attempted to rotate the scope from the console while the endoscope and adapter were still properly attached. No damage was observed on the adapter or base. The scope had been manually rotated 180° prior to the event, but it¿s unclear if the surgeon reassociated the controls. The procedure was completed using the same scope without further rotation, and no patient injury occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The failure analysis investigations replicated/confirmed the customer reported complaint vision problem this scope will not rotate. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to all buttons. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to instrument not recognized. Fa plus: the endoscope was tested and place on an in-house system for cable testing failed due to wpb defect. Button failure is caused by loose desiccant loose balls, removed and buttons working properly in qap. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing.

Event description:
Refer to h11 for follow-up information.